Event description:
It was reported that a malfunction occurred with alarm 2 followed by alarm 26, causing the customer's blood glucose level to rise above 520 mg/dl. The customer injected insulin manually to correct the high blood glucose and did not require third-party assistance. Reportedly, the occlusion was found to be within the cartridge, and the customer to change supplies resolving the issue.